Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had no symptoms in relation to the event.there was no resistance when the apollo was being advanced or retrieved. There is no future plans to retrieve the catheter tip. The apollo tip is in the distal middle cerebral artery (mca). There was no note of vessel calcification. There was no kink or damage noticed on any device.

Manufacturer narrative:
Product evalutation pending completion of analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheter's tip was prematurely detached. There was no friction or difficulty during injection. The tip was implanted in patient's vessel. There was no force applied during removal. The catheter tip was not entrapped or stuck. There was no vasospasm. There was no surgical or medicinal intervention required. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
H3: product analysis of 105-5095-000, lotno:b614351: visual inspection/damage location details: upon visual inspection, dried onyx was found within the catheter hub. No bends, kinks, stretching, flattening, or accordioning was found with the catheter body. The detachable tip was found to be detached from the catheter. The detached tip was not returned. No other anomalies were observed. Testing analysis: the ldpe overlap was measured to be 1.4mm which is within specification (specification: 1.0-2.5 mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Possible causes of ¿tip premature detachment¿ include patient vessel tortuosity, distal tip damage, and ldpe overlap not within specification. The ldpe overlap was found within specification. ¿ldpe overlap not within specification¿ was ruled out as a potential cause. Information regarding the patient¿s vessel tortuosity was not provided. The detached tip was not returned. Therefore, an analysis could not be performed, and any contributing factors (i.e., damage) could not be assessed. ¿patient vessel tortuosity¿ and ¿distal tip damage¿ could not be ruled out as potential causes. The root cause for the tip detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.